Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6-7 cm abdominal aortic aneurysm. Vessels were narrow at 6-7 mm in diameter and severely calcified. The left iliac artery also had mild tortuosity. It was reported that there were multiple attempts to advance the talent device from both sides. After several attempts, the left and right sides were dilated with a 10 mm angioplasty balloon. After ballooning the right external iliac artery, the blood pressure dropped due to a vessel perforation. The physician elected to control the blood pressure by placing a reliant balloon up the right and left iliac arteries, and another MFR's 8 mm x 10 mm covered stent was then placed to stabilize the external iliac artery. The physician then elected to abort the procedure. Mild kinking was noted on the talent delivery system, and the delivery system was discarded after the procedure. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: arterial trauma/dissection/perforation. Severely calcified and narrow iliac vessels. Insertion of the device is severely calcified and narrow iliac vessels. Conclusions: severely calcified and narrow iliac vessels. Insertion of the device is severely calcified and narrow iliac vessels.